Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced. Codes b01, c02, c08, and d02 are a pplicable to this analysis. H3, h6: the camera, lot number: p903615, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) h ad scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .639mm with a passing threshold of .250mm. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a05 - localizer faulted a1102 - error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer faulted". The network device interface (ndi) toolbox was checked and demonstrated bump and temp errors. There was no patient present.

Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed and isolated the issue to the faulted battery. The battery, enclosure, and ir windows were replaced. The component passed testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9 correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.